Manufacturer narrative:
(B)(4).

Event description:
It was reported by the hospital that the balloon would not inflate. Additional information received on 13 march 2015, stated that the incident occurred during use on a patient and during surgery angioplasty. The balloon would not inflate and so the surgeon replaced and then all worked fine. There were no clinical consequences for the patient and the patient is fine. An update received from the product manager on 16 march 2015 reported that the hospital used the device on a patient for a pta (percutaneous transluminal angioplasty) of the iliac artery. The balloon inflated correctly two times, but would not deflate properly the second time.